Event description:
During the procedure, the physician could not pass an 8/6mm pda device through a 6fr delivery system. Two different devices were used and they had to take the whole system out. Additional information received 05/05 from the physician indication that the devices would not advance beyond the hub and appeared damaged on removal. Patient suffered excessive blood loss from repeated exchanges, but did not require transfusion. The patient was treated by therapeutic iron.